Manufacturer narrative:
Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that back of the insulin pump battery compartment was damaged. The insulin pump will be returned for analysis.